Event description:
It was reported that the right ventricular lead exhibited low impedance causing the shock to be aborted. The device use hv rv coil to device to deliver therapy & convert rhythm. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.